Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) year old male patient was experiencing pain from the weight of the lifevest. The patient's physician recommended a pain reliever. Follow-up indicated that the patient was no longer experiencing pain.